Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The exact value was not provided; however, the customer stated that the bg meter read "high". The customer delivered multiple correction boluses via the pump. During troubleshooting with tandem's technical support, the customer was able to tighten the luer lock connection slightly and reported seeing air bubbles towards the end of the tubing. The air bubbles were expelled during a bolus.